Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the alleged complaint could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product functionality or product integrity. The product was reworked and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Reference manufacturer report: 1627487-2010-03444. The pt rec'd his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the physician felt the pt's surgical incisions had not healed completely. The pt was treated with antibiotics for an undetermined period of time. F/u on the pt found that the surgical incisions had still not healed properly. The physician decided to explant the pt's ipg and leads on (B)(6) 2011. No further pt complications were reported.